Event description:
Report received from abbott international affiliate of an over-delivery. The report states, "the cassette was not inserted in the pocket of the pump. No alarm sound. The patient received the full infusion of morphine, instead of a bolus. The patient had severe respiratory distress. Pt had to be hospitalized in the intensive care unit and was intubated with mechanical ventilation. The patient recovered." The pump was programmed in the bolus mode only, to deliver morphine 1mg/ml with a 4mg loading dose, a 1.5mg pca dose, and a 25mg 4 hour limit. After an unspecified amount of time, the patient was found in respiratory distress, and it was noted that 100 mg of morphine had been delivered. The patient was treated with 14ml of narcan, and required intubation and mechanical ventilation for 24 hours. There was no reported adverse patient sequelae. Though requested, no further information was available.